Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5 x 16 graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that the 4.0 x 16 mm graftmaster covered stent system was used to treat a perforation that occurred in the left main coronary artery during use of another device. The 4.0 x 16 was deployed first, and after deployment, the perforation was discovered to be larger than initially anticipated thus a 3.5 x 16 graftmaster stent was then implanted. It was indicated that both graftmaster devices were inflated to a maximum pressure of 20 atmospheres. Reportedly, in follow-up it was discovered that the patient expired and the physician was unable to get left main perforation sealed with the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 20 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states not to exceed the rbp. In addition, the reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.